Event description:
It was reported the ecs29 was used during a low anterior resection. It was reported by the affiliate before the device was introduced in the anal canal, 5 staples fell out of the device. Safety shield was not touched. Another was opened to complete the case. There was no consequence to the pt.

Manufacturer narrative:
Product complaint analysis team has completed its investigation of device. Results of investigation conducted by appropriate engineers and technicians are listed below. Visual inspections & results: b/a washer present/condition present/uncut, damaged anvil / anvil shroud no, damaged guide face no, damaged knife no, damaged staple pockets no, damaged trocar no, missing parts no, staples present/location missing 5, tissue present/describe no. Functional tests & results: indicator response good, safety release good, trocar / anvil fit good. Analysis conclusion: based on info received and visual and functional results, no conclusion could be reached as to what may have caused reported incident. Upon receipt of instrument, it was confirmed that five staples were missing from instrument. It could not be ascertained as to how or why staples fell from device. Mfg and engineering have been notified of reported incident.